Manufacturer narrative:
A temporal relationship exists between the liberty cycler, liberty cycler set and the reported adverse event of fluid leaking from the cassette, cramping, shoulder pain and subsequent diagnosis of peritonitis. There is the possibility of a causal relationship between the liberty cycler, liberty cycler set, and the adverse events of a fluid leak, cramping, shoulder pain and diagnosis of peritonitis, however it should be noted the patient was complaining of cramping and left shoulder pain during the intake call while the cassette was leaking, which was the same day she was diagnosed with acute peritonitis. It is unknown when the peritonitis developed. The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was performed and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. Mushroom head check passed. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alalrmed for air detected in the cassette during drain 3 of 4. The patient reported shoulder pain and cramping. Treatment was discontinued. When removing the cassette the patient found fluid leaking. The cycler was replaced. The patient was advised to contact her nurse. During a follow-up call on (B)(6) 2018 the peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2018 complaining of abdominal cramping, abdominal pain and shoulder pain. When the pdrn drained the patient¿s abdomen (volume unknown), she noted a cloudy effluent return and performed a pd fluid culture of which the growth results were not reported. Additionally a cell count was performed and revealed an elevated white blood cell (wbc) count of 5,950 mm3. The patient was diagnosed with acute peritonitis and started on vancomycin (route unknown) 2gm every 5 days for 3 weeks, and ceftazidime (route unknown) 1g every day for 3 weeks.